Event description:
Pt's left eye swelled shut within a few minutes after 1 hour of a crown & bridge procedure. Pt took amoxicillin, 3 gms. - at start of dental procedure for a rheumatic heart murmur as advised by their family physician. A left mandibular block was given with lidocaine and epinephrine 1:100,000/2 ml. The swelling occurred when rptr rubbed over the left eye slightly with gloved hand. The eye swelled shut within 2 minutes. Rptr wiped pt's tissue with cold water and used a towel, wet with cold water, as a compress. The swelling went down about 1/2 way. Rptr also injected under the tongue 50 mg/ml of benadryl which helped the swelling. When the pt left the office 1 hour later the swelling was still less than half of the original swelling. The next day the whole left side of the face was swollen. Rptr refered pt to his family physician.